Manufacturer narrative:
The model and lot numbers were not reported. Based on the reported information, there is no evidence suggesting that the device was defective. Hemorrhagic complication due to hemodynamic changes induced by embolization and ischemic events due to thrombosis are known inherent risk of avm embolization procedure and are documented in the onyx instruction for use. Same article as related in MDR MFR: 2029214-2016-00080.

Event description:
Medtronic received information from literature review that two patients experienced complications related to embolization sessions. One patient experienced hemorrhagic complication due to intraprocedural premature occlusion of the vein and the other patient experienced ischemic complication due to venous infarct caused by sinus thrombosis. In this article, the authors described their study to define safety and outcomes of embolization used as a stand-alone therapy for deep-seated avms. The study involved a cohort of 22 patients with avms located in the basal ganglia, thalamus, and insula who underwent embolization between january 2008 and december 2013. Citation: mendes ga, silveira ep, caire f, et al. Endovascular management of deep arteriovenous malformations: single institution experience in 22 consecutive patients. Neurosurgery. 2016 jan;78(1):34-41. Doi: 10.1227/neu.0000000000000982.